Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument conductor cap had detached from the wrist and the boss feature of the yaw pulley that goes through the middle hole of the conductor cap is broken. The conductor cap does not appear to be damaged.

Event description:
It was reported that during a da vinci prostatectomy procedure a piece of the permanent cautery hook instrument jaw fell into the patient. The piece was retrieved and the planned surgical procedure was successfully completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.